Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit leaks helium. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit leaks helium. They found the cardiosave was failing the helium leak test. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (medical device - problem code - add 1535, type of investigation, investigation findings, component codes, investigation conclusions), h10, h11 corrected fields: b3, b5 the getinge field service engineer (fse) that encountered the issue observed that the high pressure helium regulator had gouges where the tank seats with the regulator. The fse replaced the high pressure helium regulator and the tank seal. The fse performed a full preventive maintenance (pm) with safety, calibration, and functionality checks to factory specifications. The cardiosave intra-aortic balloon pump (iabp) was released to the customer and cleared for clinical use. The following was performed by the technician of the maquet failure analysis and testing (fat) department wayne, nj. The failure analysis and testing department received the following parts associated with this complaint: high pressure regulator this part was received with a reported unit failure message of helium leak. Performed visual inspection of this part received and found regulator was pitted. Due to found regulator in bad condition the fat dept. Cannot be investigated further for this complaint. High pressure regulator failed testing. Retaining high pressure regulator in the fat dept. As per procedure.